Event description:
It was reported that this pacemaker exhibited intermittent under sensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted and a decrease in amplitude was noted, adjusting the sensitivity of the rv channel was recommended. No adverse patient effects were reported. This device remains in service.